Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that male patient underwent an atrial fibrillation ablation using decanav electrophysiology catheter and a soundstar eco ge 8f catheter and suffered cardiac tamponade requiring pericardiocentesis, left atrial appendage was perforated, cardiac arrest, surgical intervention and death. The doctor had placed four accesses and the decanav catheter placed into the coronary sinus. Respiratory gated maps from the decanav were done. The doctor was going for his first transseptal puncture with a brk-1 needle and a medium curl agilis using our soundstar catheter for ultrasound guidance. This was a case in which fluoro was not used, the doctor has done many in the past. The transseptal puncture site was anterior to what is preferred which is the left pulmonary veins in view on ice, but instead had the left atrial appendage in view. Once across with the needle, contrast was used to create bubbles in the left atrium to confirm we had crossed the septum. The needle was pulled back as the sheath and dilator went across. Bwi clinical associate asked to make a sound contour of the transseptal site, the physician confirmed, and sound contour was done. Once this happened, a drop in blood pressure was noticed and it was brought it to the attention of the doctor. There was some confusion to the location of the first and second transseptal sheath location. Then the anesthesiologist mentioned that he has been trying to treat the drop in blood pressure for some time but hasnt been successful. At this time they checked for an effusion on intracardiac echo (ice) by pulling the catheter back into the ivc. A large effusion on ice and a pericardiocentesis was performed under fluoroscopy and a tee was asked to be present. Tee showed a better look of the effusion but as the blood was being pulled from the pericardial sac the effusion did not get smaller. A transthoracic probe was ordered into the room. Over 1000 ml of blood was pulled out from the pericardial sac. At that point a cardiovascular surgeon was called for help and the team performed CPR until the surgeon arrived. Once the cardiovascular surgeon entered the room, he called for a bed to transport the patient to the operating room. The cardiac surgeon decided against going to the operating room and opened the chest to access the heart. He mentioned that the left atrial appendage was perforated and surgery was performed. After some time he was nearing the end of the surgery and the patient seemed to be stable for a period of time. The patients pressures dropped suddenly after closing and the cardiac surgeon called time of death. Biosense catheters that were used in the body were collected for investigational purposes by the hospital first and later will be sent to bwi for their investigation. Any product malfunction or serious injury that results in the patient's death is to be considered serious and MDR-reportable

Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).